Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the locking pin was loose. It was also found that the blurred image was due to broken internal lens. In addition, the device evaluation also found that the light intensity was low due to the light guide fibers being broken. It was found that the insertion tube was damaged and bent . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that during maintenance it was found that the image was blurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: locking pin was loose. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.